Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left femoral artery in a 53-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 2 of support, while in the intensive care unit, there was a reported loss of placement signal alarm which resolved, followed by a controller error alarm. The device was explanted. The automated impella controller and sensing issue are conservatively reported for hemodynamic instability as it prompted premature explant, but there was no intervention needed and no lasting harm or injury reported.

Manufacturer narrative:
D1. Brand name corrected.